Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted.

Event description:
It was reported that insulin pump was damaged. Customer's blood glucose was unknown. Customer stated that top of reservoir compartment was cracked but reservoir was able to lock in place. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.